Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the pump unresponsive and illegible, preventing customer interactions. There was no adverse impact to the customer's blood glucose level. Cts arranged to replace the defective pump and the customer was instructed to put the device into storage mode before returning it to tandem using the prepaid label provided. Replacement was coordinated to ensure continuous insulin delivery using a multi-dose injection (mdi) as a backup.